Event description:
Caller reports back to back testing on the same meter while using the inform system with results of 94mg/dl and 207 mg/dl. Caller reports quality controls were run and passed. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.